Event description:
Manufacturer report reference number: 1627487-2020-30834. Follow up information received that the patient underwent surgical intervention in which the leads and ipg were replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Physician should be dr. (B)(6).

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-22262. It was reported that the patient experienced high impedance. The patient may undergo surgical intervention at a later date to address the issue.